Event description:
It was reported that a patient experienced a dental implant loss. According to the available information a patient received one implant osseospeed ev 4.2s - 11mm on (B)(6) 2021 in position 18 (fdi # 37). The patient experienced hypoesthesia of lip and chin after the surgery and the implant was subsequently removed on (B)(6) 2021.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.